Event description:
A linear cutting stapler was inserted and fired across the base of the patient's appendix. It did divide the appendix, but it appeared that it did not staple the appendix, and the cartridge actually fell out of the stapler. The cartridge was removed using laparoscopic graspers.